Event description:
Med record reviewed 5-8-98. Pt was status post stabbing victim to or for emergent surgery. Procedures performed, exploratory laparotomy and right hemicolectomy. Per md operative progress notes "misfire of stapler requiring resection of approx 2 inches or more of colon." No further complications noted. Pt discharged to home on 5-5-98.